Event description:
Adept claim complaint received ad (B)(6) 2022. Patient was revised was due to suffering of high cobalt and chromium values in blood, metal abrasion in the hip joint and granuloma formation and psoas muscle impingement. Doi: (B)(6) 2010. Dor: (B)(6) 2022, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Unique identifier( UDI): UDI/gtin information is not applicable. Product was placed into distribution prior to the UDI requirement. It was recalled in (B)(6) 2014 and was never marketed in the USA. Adept has not been cleared or approved for sale in the USA by the usfda. As such, the head and liner will be reported as malfunctions only. Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 29th sept 2009. 3) any anomalies or deviations identified in DHR: non. 4) expiry date: sept 2019. 5) IFU reference: (B)(4).